Manufacturer narrative:
(B)(4). A visual evaluation of the returned guidewire revealed that the distal tip was detached, exposing the corewire by approximately 4.4cm. The distal tip was exposed. The detached segment was not returned. No evidence of core wire fracture; however, the core wire was kinked and damaged, most likely due to interaction with another device or tool. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during manufacturing process. Sanding marks were found on the core wire. The complaint is not consistent with the returned guidewire since the distal tip was detached and the corewire tip was exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03478 and 3005099803-2015-02981 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography with stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip became detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. A second jagwire guidewire was used; however, the distal tip peeled. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2015 that the distal tip of the second jagwire guidewire was detached, exposing the tip of the metal corewire.